Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of the investigation. A root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on air water cylinder, air water tube, probe cover, adhesive of bending section cover. There was no patient involvement.